Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the calcified radial arteriovenous fistula. A 7.0 x 40, 75cm mustang was used for dilatation. During the procedure, the balloon was burst. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #:k141521, k141597. Device evaluated by MFR.: mustang device was received for analysis and investigation was completed on 01dec2025. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit and positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm proximal from the distal markerband. Visual examination of the markerbands identified no issues. A visual and tactile examination of the shaft and tip identified no kinks or damage.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #:k141521, k141597.

Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the calcified radial arteriovenous fistula. A 7.0 x 40, 75cm mustang was used for dilatation. During the procedure, the balloon was burst. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.